Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 451mg/dl at its highest and manual injections were administered to address the bg levels. Multiple infusion set site changes were performed and the occlusions continued. Tandem technical support educated the customer in regards to occlusions and the steps to troubleshoot the issue. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.